Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex. Some resistance was felt during advancement of the balloon catheter to the stented lesion. The first balloon inflation at 16 atmospheres for post-dilatation of the stented lesion was successful. The 2.75x15 mm nc trek balloon was fully deflated and removed, without resistance, for intravascular ultrasound investigation. An attempt was being made to recross the trek balloon for additional post dilatation; however, it failed to recross. It was suspected that the balloon rewrap was poor; however, there was no resistance felt during retraction of the balloon catheter after the failed attempt to recross. A new balloon catheter was used to complete post-dilatation successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided. Device analysis revealed a pinhole balloon rupture in the balloon.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. Device analysis revealed a pinhole rupture in the balloon. It is likely that damage occurred during the second insertion of the balloon when resistance was felt and the failure to cross was encountered. The reported difficulty crossing could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.